Manufacturer narrative:
The electronic device logfile has been submitted for analysis. The root cause for the reported issue could be clearly determined: a sporadic malfunction of the vacuum pressure sensor has triggered the shut-down of the ventilator. According to the log file recordings the ventilation of the respective procedure went well and unremarkable from the beginning until a significant negative pressure was measured suddenly. To protect from potential damages the supervisor software is designed to initiate a shut-dow of automatic ventilation and to post a corresponding alarm. Draeger finally concludes that the root cause for the reported issue was a sporadic outage of a single component after 10 years of service. The field failure rate of this sensor is stable on low level i.e. Not higher than foreseen and thus, considered acceptable. The device has responded to the deviation as specified by triggering a ventilator shut-down and posting an alarm to alert the user. Manual ventilation is available without restriction as well as the monitoring functions are. No patient consequences have been reported. Draeger recommended to the local service organization to replace the respective pcb as a precaution.

Event description:
It was reported that the device suddenly alarmed and stopped automatic ventilation. No patient consequences have been reported.